Manufacturer narrative:
Fujifilm received information on a perforation during a double-balloon endoscopy that occurred in (B)(6) 2024. In conjunction with this event, fujifilm was informed of a similar event that occurred in 2022. The MDR number for the event occurring in 2024 is 3001722928-2024-00023. The actual device was disposed of at the facility, so it was not possible to examine the actual device. There is no information on the occurrence of similar events from other facilities. The patient has a weakened intestine due to crohn's disease, which may have led to the perforation.

Event description:
A double-balloon endoscopy was performed on a patient with crohn's disease. Patient went home after double balloon endoscopy. Late the next day, the patient felt abdominal pain and underwent a CT scan at the hospital, which revealed free air. The patient was treated conservatively with fasting. The physician believes that the tip of this device led to the perforation.

Manufacturer narrative:
D5 was added. Medical device problem code (a), investigation conclusions (d) were changed.